Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional, later reported, right side seroma-late.

Event description:
Healthcare professional reported right side unknown adverse event associated with devices. Healthcare professional reported right side rupture. Healthcare professional later reported right side seroma-late. Device has been explanted and replaced

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Continued: h6- health effect impact code: f2203. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on april 18, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side unknown adverse event associated with devices. Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side unknown adverse event associated with device. Healthcare professional additionally reported rupture. Healthcare professional later reported seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as fold flaw opening. Seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observations: brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.